Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with high blood glucose levels. The customer states they determined the cause to be a bad set and would like it replaced. The customer's blood glucose level was reported to be 466mg/dl. The customer states they treated with syringe. The customer was advised the set would be changed out due to it not being used for the longevity of its life. No further assistance provided at this time.